Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that suspected loss of ventricular capture was observed on the implantable cardioverter defibrillator. Freeze capture confirmed no t waves after paced beats. Recommendations to check capture thresholds and turn autocapture on if needed were made to the clinician. There were no reported patient symptoms.